Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that inserting PICC it is not safe as the guidewire cap is not tight. In during insertion placer found out that leakage was coming from the guidewire cap. It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported by the customer that inserting PICC it is not safe as the guidewire cap is not tight. In during insertion placer found out that leakage was coming from the guidewire cap. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.